Event description:
A resolution clip device was used during an endoscopic procedure. According to the complainant, "during the procedure, the clip did not separate fully from the catheter." The procedure was completed with another resolution clip device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The device has not been returned to the manufacturer; therefore, a failure analysis could not be completed. The lot number is not known; therefore, the device manufacture date and expiration date cannot be determined.